Event description:
During the procedure after t1 and t2 were deployed, the surgeon was unable to pull the suture to advance the sliding knot and the suture broke. A meniscectomy was then done, and the t's were not removed from the meniscus.

Manufacturer narrative:
No product is being returned for evaluation.